Event description:
This lead was implanted on (B)(6) 2014, and still remains implanted at this time. A call placed to technical services on 09/29/2016 , stated that automatic threshold was detected on ra lead with above amplitude or suspended. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).